Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a perforation occurred and a patient died. The chronic total occlusion (cto) lesion being treated was located in the circumflex artery. While using a crossboss, it was noted that the coronary artery was perforated. The physician stopped the procedure and tried to manage the perforation. An unspecified 15mm balloon catheter was eventually inflated in the artery to wait and see if the perforation seals off and resolves. It did not resolve after two long balloon inflations. The physician ended up coiling the coronary artery after they ballooned. The physician reversed the heparin with protamine. Echocardiogram was performed continuously to see if they were having a problem with the bleeding in the chest. The patient started decompensating, developed thrombose throughout the left coronary system and had to be resuscitated. The surgeon opened the patient's chest in the cath lab and evacuated approximately 200cc of blood. The patient was successfully revived at that point. The patient expired the following day